Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the trailing haptic tore off upon insertion. The lens was removed and replaced without any patient injury. This customer uses amo's silver series injector system which is considered off label use.

Manufacturer narrative:
Results: visual inspection of the returned product showed that a piece of the lens was torn off, a haptic was broken and there was evidence of a clear surgical.